Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. Internal insulation abrasion was noted at 7.9-9.7cm from the distal tip electrode. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 10.6-12.1cm from the distal tip electrode. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.